Event description:
The advocate stated the customer received a blood glucose reading of 297mg/dl from the contour meter, re-tested on a different meter and received 129mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Replacement meter was sent at the request of the customer. Product is not expected to be returned.

Manufacturer narrative:
The initial reporter address and phone were not provided.